Event description:
On (B)(6) 2013, patient presented to office with transient light sensitivity syndrome on the left eye x one day. Slit lamp exam revealed anterior chamber reaction left eye. Diagnosed with iritis left eye, patient treated with topical steroid drops. No loss of best corrected visual acuity. As of (B)(6) 2013, the patient's transient light sensitivity syndrome had resolved. As of (B)(6) 2013, the iritis is still ongoing. The patient is still on the steroid drop twice daily for 2 weeks, then tapering to once daily for 2 weeks.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. The clinic is reporting this event only and did not request field service or clinical support.